Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "short detected" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated on site by zoll medical canada. The customer's report was observed and attributed to user error. The short detected message was due to the 30 joule test connector still being attached. The short plug being attached makes the short detected message normal operation of the device. The complaint is closed as device meets specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.